Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log recorded a few cassettes not attached alarms. Visual inspection found degraded downstream occlusion (dso) sensor. Replaced dso sensor to resolve the report error. The device passed all functional tests after the repair.

Event description:
It was reported that the cassette was not attaching. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.